Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure to treat persistent af the faradrive steerable sheath (clear) - us was selected for use, tech noted deformed dilator tip when prepping faradrive sheath prior to insertion. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.